Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drugs being delivered were 15 mg/ml floxuridine at 1 mg/day and 2,500 units in 20 cc syringe of heparin at 1 unit/day. It was reported that the patient was discussing volume discrepancies. On (B)(6) 2020, she had stood up to go to the bathroom in the middle of the night and she felt her pump vibrate. The patient reported this was the first time she had felt her pump do this. They discussed flow rates with the patient and asked patient to continue to monitor if this happens again. There were no further complications reported/anticipated.